Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The mi z handle acetabular reamer became non-functional due to the fracture of one of the clevis in the reamer shaft confirmed by a visual inspection. The clevis most likely fractured by the initiation and subsequent propagation of fatigue cracking. The fatigue cracking eventually propagated to an extent that the clevis could not bear the imposed torsional loading, which lead to a fracture. Fatigue cracking is caused by the reamer bearing cyclic (i.e. Repeated) stresses in excess of the material endurance limit for an extended period of time. All the pieces of the device were returned for evaluation. The device was manufactured in 2005. A medical investigation was conducted and per complaint details, the device jammed and snapped in the middle of reaming. Reportedly, the instrument was outside the patient, there was no patient injury, and no surgical delay as a smith and nephew back up was available. Smith and nephew has not received adequate information/documentation to fully evaluate the root cause of the reported event. Responses to the information requests were not provided. The patient impact beyond the reported event could not be determined; however, no patient injury was alleged. Therefore, no further medical assessment is warranted at this time. A review of complaint history on the listed part revealed no prior complaint for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files found that the reported failure was documented appropriately. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during thr surgery the inner piece of the mi z handle acet reamer is jammed and snapped in the middle of reaming. No delay. S&n back up was available. Any other issue that could affect the patient's condition was not reported by this event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.